Event description:
The customer reported that the system displayed intermittent 'filament regulator' errors during patient cases. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver pcb was evaluated and replaced. A filament calibration was performed. The system was tested and found to be working as intended and put back into service.